Event description:
It was reported that a dexcom g7 sensor paired to the dexcom mobile app failed to pair to the ilet despite the correct pairing code and the ilet being placed in pairing mode, and the user was guided to disable the phone¿s bluetooth, restart the ilet, and allow additional time for pairing. Symptoms included no clinical symptoms. Outcomes included no impact on health and no alerts or alarms. Investigation included guided troubleshooting and user education on pairing steps. Investigation of this case revealed a pairing failure limited to the ilet interface while the sensor functioned with the dexcom app, consistent with a connectivity or setup issue rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup related.